Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a fault 16 (timeout moving to take-up position) message followed by the message to "align the patient and press the start button" and then shut down completely was confirmed during the functional testing and the archive data review. The root cause of fault 16 was a seized brake gap caused by the corrosion on the brake housing area of the drivetrain motor, likely due to user maintenance. Reviewing the autopulse platform archive revealed that daily checks were not performed regularly. Performing regular daily checks and storing the device in a location with low humidity will reduce the likelihood of corrosive damage to the drivetrain motor and prevent the brake gap from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since it was acquired by the customer in 2020. The lack of proper maintenance and high relative humidity most likely caused degradation of the mechanical components of the drivetrain to occur, leading to eventual brake seizure. The archive data review indicated that the autopulse platform was not powered on for 5 months. Upon powering on after 5 months, the platform displayed multiple fault 16 around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to fault 16 displayed, confirming the reported complaint. There was no brake activation during the testing, and the drivetrain motor had minor corrosion at the brake housing area. The brake assembly was seized from corrosion, which will display the fault 16 and prevent the platform from performing compression. Isopropyl alcohol (ipa) was used to clean and remove the corrosion at the brake assembly to address the reported complaint. Waiting for the customer's approval to perform service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
On 01/17/2025, during the servicing of the platform, the brake assembly could not be fully opened despite the removal of the brake assembly screws. To resolve the issue, the drive train was replaced. Following the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with the good known test battery without any fault or error. The autopulse platform passed the final testing without any fault or error. Additional information, h11-additional manufacturer narrative, h6-component code (g).

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed a fault code 16 (timeout moving to take-up position) message. After the instructions were provided to the customer, the fault code 16 message was cleared after the platform was tested with the manikin; however, the device displayed a message to "align the patient and press the start button." When the manikin was realigned and the start button was pressed, the screen showed "stopping" message and then the autopulse platform shut down completely. No patient involvement.